Manufacturer narrative:
The pump was received with an intermittent up arrow button response due to the corroded keypad traces. There were no unexpected numbers scrolling during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a cracked lcd window, a missing end cap sticker, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 198 mg/dl at the time of the incident. Customer stated that the buttons were sticking and the pump was counting carbs over and over again. Customer stated that the carbs kept scrolling. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.